Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon intra-aortic balloon (iab) insertion the sheath ¿crumpled¿ and sheath introducer did not remaining locked at the hub during insertion. The reporter stated this occurred multiple times; an alternative sheath was used to complete insertion process. The exact number of occurrences was not provided. There was no reported injury to the patient.